Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with spinal stenosis. Spondylolisthesis l3-l4 and underwent the following procedures: posterior spinal fusion l3 through l4. Posterior spinal instrumentation l3 through l4. Posterolateral fusion l3-l4. Bilateral hermilaminotomies l3-l4. Use of operating microscope for microsurgical decompression. Use of bone morphogenic protein for posterolateral fusion. As per op-notes, ¿I took the autograft from the medial facetectomy as well as from the separate fascial incision and this morselized autograft was packed into the l3-l4 facet on the leftalong with one half bone morphogenic protein sponge.¿ the patient tolerated the procedure well and no complications were reported. On (B)(6) 2012: the patient was assessed with herniated lumbar disc, lower back pain, lumbar facet syndrome, lumbar radiculopathy and trochanteric bursitis.

Event description:
It was reported by a non-medical professional that the patient underwent a procedure for l3-4 fusion where rhbmp-2 was mixed with autograft and implanted posterolaterally. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.